Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that the delta xl and associated ics (infinity central station) did not alarm for a patient's low heart rate event. It was reported that the patient expired at a later time. A dräger service technician was dispatched to collect logs and event data. The devices have reportedly remained in use.

Manufacturer narrative:
The alarm limit configuration and ics screenshot did not reveal any information for the reported low heart rate event. A photo of the alarm configuration table showed hr (heartrate) ¿on¿ with a lower value of 45. Several attempts were made to obtain additional information such as did the patient¿s heart rate fall below 45 and how was the hr configured. However the additional information was not provided. Therefore the reported low heart rate with no alarm could not be verified and root cause could not be determined. There was a statement from the hospital¿s biomed technician that although the patient did eventually pass he does not believe it was directly caused by the monitor. The delta monitor will alarm for low heart rate when the heart rate falls below 45. A search of the complaint database showed this is an isolated case.

Event description:
Please refer to the initial report.